Event description:
**Update** (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the outcome of this investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had significant and permanent injury, release of metal and metal ions into body tissues and blood, pain, limitation of movement and elevated chromium and cobalt levels after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to moderate amount of discolored fluid and a big pocket of metallic debris. The complaint was updated on (B)(4) 2013.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.